Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red itchy rash and blisters all over his back while wearing the lifevest. The patient reported scratching which opened up the blisters. The patient's doctor recommended the use of cortisone cream. Follow-up indicated that the use of cortisone cream seemed to help.